Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, at the beginning, the handle was used without problem. The issue occurred after several times of firing, the handle and a cartridge were connected, when the handle's opening/closing was checked, the handle was unable to be squeezed. After that, a new product was opened and it was able to be used without problem, the surgery was continued. No injury.